Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a posterior repair procedure on an unknown date. Post-procedure, the patient experienced pain and dyspareunia, and the physician noted that the patient had lateral exposure. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.